Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient started bleeding. The area was bleeding for almost 5 hours, so the patient sought evaluation in the emergency department (ed). There he was treated with an unspecified lidocaine injection to stop the bleeding. At the time of the report, the patient was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.